Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotic therapy (route, dose, frequency, and duration not reported) for the event. At the time of this report, the patient had not yet recovered from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.